Event description:
It was reported that patient death occurred. A pulsed field ablation (pfa) procedure was successfully completed with the farapulse pfa device. The physician then started a left atrial appendage (laa) closure procedure. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a pigtail wire. Contrast was released in the laa, and the patient went into cardiac arrest. The patient received cardiopulmonary resuscitation for ten (10) minutes before there were stabilized. The physician then implanted a non-boston scientific heart pump. The procedure was ended, and no closure device was implanted in the patient. Two (2) days later the patient died with an exact cause of death unknown.